Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt a shocking/jolting sensation (also described as stabbing) every time the pt sat down. The sensations decrease when the device was turned off, but was still present. There were no falls or trauma. The pt was redirected to her physician. Additional info was requested.